Manufacturer narrative:
This report is submitted on 05 may,2020

Event description:
It was reported that the patient experienced infection at implant site, subsequently the device was explanted (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2020.